Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator's (epg) battery door would not open. It was indicated that fluid was present in the battery compartment. It was also indicated that the hanger assembly was contaminated, the output connector assembly was broken, and that both display were pinched but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator's (epg) battery door would not open. The epg was returned for service. There was no patient involvement.